Manufacturer narrative:
Additional information there were no issues noted with the 2.25 x 15mm onyx trucor des implanted to cover the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a 2.25 x 15mm onyx trucor des was implanted to cover the mid dissection up to 14 bars after rewiring a non-medtronic guidewire. The balloon caused the dissection. The prevail balloon did not cause the dissection. No other medtronic balloons were used on the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 2.25 x 38 mm onyx trucor coronary drug eluting stent (des) failed to cross the lesion despite the support of a non-medtronic guide extension catheter. The lesion being treated was the left anterior descending (lad) artery. The lad lesion was proximally occluded, exhibited 50% calcification, mid chronic total occlusion (cto) with collateral flow from the left circumflex artery (lcx). The lcx was proximally occluded at 60%. The onyx trucor device was inspected prior to use and negative prep was performed with no issues noted. With right radial artery access, a 6fr ebu 3.5 guide catheter, a non-medtronic wire and 1 x 9 mm balloon supported the pass to the distal cap of the cto. A 2 x 15 mm balloon was inflated up to 16 bars. After the 2.25 x 38mm onyx trucor des failed to cross the lesion, the lesion was dilated with a 2 x 15 mm balloon and a 2.25 x 15 mm prevail drug coated balloon (dcb) up to 10 bars for one minute. A 2.25 x 15 mm onyx trucor des was used to cover the mid dissection up to 14 bars after rewiring a non-medtronic guidewire. A limited dissection was also detected. The post pci angiogram was good with timi iii good flow. The pci was reported to be successful. No further patient complications have been reported as a result of this event.